Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had symptoms such as fatigue, thirst and frequent bathroom visits. Treated with multiple boluses through the pump. Customer's blood glucose value was 421 mg/dl at the time of the call. Customer reported that the high blood glucose levels began a couple of weeks ago. Customer declined to troubleshoot for high readings. The customer stated that she is worried about the pump and is afraid to wear it. The customer also reported a crack near the battery compartment. The customer did not know how the crack occured, and stated that she has not dropped the pump. The crack was 1/8" long, and it was noticed when changing the battery. The product is returning for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was program with multiple boluses. All boluses delivered properly their indicated amount and were properly recorded in the bolus history screen. Numbers does not ramp up on its own or scroll bar moving with no input. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window. Complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.